Manufacturer narrative:
Concomitant product(s): a 4968-35 lead, implanted on (B)(6) 2018; widro1 ipg, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed impedance warnings. The rv lead remains in use. No patient complications have been reported as a result of this event.